Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "capsular contracture baker grade ii," "systemic symptoms, arthralgia, fever," "fibrosis, without tumors or ductal dilatation," "benign-appearing lesions," and "axillary lymph node enlargement" against right device. Device has been explanted.